Event description:
Summary: prescott's was called to look at a leica m530 ohx microscope at (B)(6) medical center (B)(6) 2024. This call was for a non-functioning scope. Our prescott's field service engineer was contracted to service this microscope in response to a microscope power failure and arrived for our initial visit (B)(6) 2024. We were made aware that the or staff had communicated to the biomedical services team that at the time of power failure smoke had emanated from the microscope power panel. Upon further investigation we found that a single component on a pc board within the microscope stand was the source of the failure and reported smoke event. Our intent with submitting this emdr as the servicer of another manufacturer's equipment is to bring awareness to the faulty component (varistor r-15) on voltage selector board (part number: 10745467) which assists in transmitting power to the microscope stand. There is a similar event in which the same r-15 varistor component failed on this same pc board on leica m530 ohx which was reported in brazil's ohx maude adverse event report : 3003974370-2023-00019 dated august 4, 2023leica m530 ohx sn: (B)(6), located at (B)(6).(B)(6) 2024: initial visit. Service report 4940 (from the app). This was the first visit and first time prescott's had serviced this microscope. It was found the vs circuit board was damaged. It was sent in (to prescott's) for evaluation to determine repair or replacement. The failed component was r15 on this board. This component caused damage to the board beyond repair. The damage was due to excessive heating from this failed component. During one of his visits, scott was alerted to this scope previously having smoke coming from it. This burnt component was almost certainly the source of this smoke event. There is sufficient heat damage on the board and on the component that would cause smoke but not enough to indicate the presence of a momentary or sustained flame.